Event description:
It was reported that the ultrasonic probe stopped spinning during a galaxy robotic navigational bronchoscopy and lung biopsy. When the probe was removed, the physician noticed that the tip showed signs of fraying. The diagnostic procedure was performed on time and on schedule using the same set of equipment. There were no reports of patient harm, injury, or delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: blood stains around probe tip area. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic probe stopped spinning during a galaxy robotic navigational bronchoscopy and lung biopsy. When the probe was removed, the physician noticed that the tip showed signs of fraying. The diagnostic procedure was performed on time and on schedule using the same set of equipment. There were no reports of patient harm, injury, or delay.